Event description:
Pt with insulin drip found extremely diaphoretic and unresponsive. Blood sugar at 22. One amp of 5% dextrose was given IV stat and the pump was also shut off. After 15 minutes, blood sugar was 79. The pump and the bag was looked at and approximately 75 ml was found infused within 1/2 hour. The pump read 201 units/hr. Previously, the pump was set at 2.5 units/hr. The total volume to be infused was set at 225 ml. The concentration of the bag and tubing was 250 units/250ml of normal saline. The pump, bag and tubing were secluded as per policy. Patient responded to intervention. Bag had been changed 30 to 40 minutes prior to incident.